Event description:
The clinician reports the implant was inserted on (B)(6) 2018 in ada 10. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.